Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient¿s information was erroneously omitted. The weight of the patient was 170 lbs, the height of the patient was 5.5 ft, the patient¿s date of birth is (B)(6) 1977, the patient¿s age was 43-year-old. This event is associated with the glow clinical trial. After clinical/secondary review of this file performed on (B)(6) 2020, it was decided that the hematoma was unilateral (left side). On (B)(6) 2016, the patient presented with hematoma, which required incision, drainage, aspiration. The principal investigator assessed this event as moderate in severity, serious, not related to the device. This medwatch was for the right side. Manufacturer¿s reference number: (B)(4), corrections: the weight of the patient was 170 lbs, the height of the patient was 5.5 ft, the patient¿s date of birth is (B)(4) 1977, the patient¿s age was 43-year-old.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with a mentor memoryshape breast implant 440cc and suffered from a bilateral hematoma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.